Manufacturer narrative:
No product evaluation was performed since the graft remained implanted. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. The review of the water permeability testing of six products coated on the same day as the complaint device indicated values well within product specifications. One product coated on the same day, under the same conditions as the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. No conclusion can be drawn. However, the testing performed on similar product would tend to indicate that the device was not defective.

Event description:
The patient underwent a total aortic arch replacement surgery on (B)(6), 2011. It was reported a blood oozing from the whole graft during surgery. The blood oozing was weakened by administration of protamin, and finally stopped by using an adjunctive hemostatic device (microporous polysaccharide hemospheres, arista ah). There was no reported patient injury and the graft remained implanted in the patient.